Event description:
The product was used during a femoral pop procedure. Reportedly, the suture broke and the wound dehisced. The surgeon performed a reoperation to correct the condition. The hosp has reported the pt's status is satisfactory.